Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen which is an off-label insertion site. On (B)(6) 2025, the patient developed symptoms of infection that consisted of redness and a bump at the needle puncture site. The patient had soreness at the site. On the same day, the patient went to a clinic and had an x-ray and received a prescription for a course of oral antibiotic medication (name and dosage not specified). The patient could not recall the outcome of the diagnostic imaging nor the medication name or dosage. Although an x-ray was performed there was no report of a retained sensor component. At the time of the report the insertion site had already healed after treatment, and he was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).